Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that administration set was discovered broken near the connection point with the broviac line. A small wet patch on the bed suggested that it had been broken and disconnected from the patient for a few minutes. It was impossible to establish exactly how long, but it was somewhere between 23.30 and 00.30. It must have become disconnected when the patient turned in bed. Mum was alerted immediately. She replaced the administration set and reconnected the infusion using aseptic technique. The patient appeared well and stable following this. All vitals remained adequate, no adverse reactions as a result of the incident noticed.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was not returned for analysis. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. The customer provided a photo for the evaluation. The photo showed an extension set in which the part number could not be identified, and also showed a used sample with a disconnection at the tube to luer joint. The reported issue "break near the connection point" was confirmed. Since the sample complaint was not returned for evaluation, the failure mode cannot be attributed to the manufacturing process. A device history review had no significant findings.